Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had blood back. There was no injury or harm reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) blood found inside nafion tubing inside pim but had not progressed anywhere further in to the console after full inspection as per service manual instruction. Replaced the full pim (0997-00-1178) including safety disk and tidal disk. Device passed all functional and safety checks as per OEM specifications. Device returned to customer and cleared for clinical use.